Manufacturer narrative:
Product is unavailable for evaluation. Add'l information has been requested and if supplied, will be added to a supplemental. Cat# 48204658, techtonix plate long 46-58 mm, has also been referenced. It is unk which, if any, of the devices may have caused or contributed to the event.

Event description:
It was stated that "head of techtonix screw popped out of the techtonix plate".